Event description:
Mss reviewed pa test results for this complaint. Lifescan received the strips involved with this complaint. Device evaluation was completed on 10/21/2014. The meter involved with this complaint failed testing. The complaint could not be reproduced. In addition a secondary issue was observed. The meter was found to have a defective processor u5. There was no indication that the product caused or contributed to an adverse event.